Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Promus premier ous mr 3.00 x 20 mm stent delivery system was returned for analysis. Visual examination of the stent found evidence of damage with the first three distal stent strut rows lifted, bunched and pulled outwards. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found a kink 450mm distal to the distal end of the strain relief. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 30-may-2019. It was reported that shaft kink occurred. The target lesion with an angulation of 70 degrees was located in the moderately calcified left anterior descending artery (lad). After a guidezilla was advanced in the proximal section of the lad, an unspecified stent had been placed and the physician selected to implant another 20mm x 3.00mm promus premier drug-eluting stent. In the effort to pass the stent, the shaft of the guidezilla kinked at the part connecting with its catheter and the shaft of the stent was also kinked at approximately 20 cm inside the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.. However, returned device analysis revealed a stent damage.